Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus of 60 units for a blood glucose (bg) level of 216 mg/dl, and the contact believed that more insulin should have been delivered. Review of the pump data logs by tandem technical support show that the customer input a bolus for a bg value of 216 (mg/dl), and based on the customer's correction factor settings, the pump calculated a "correction" bolus request of 6.6 units. Then, the customer programmed a 60 unit "food bolus" into the bolus tab with a bg value of 216 (mg/dl), with 0 units of insulin on board (iob), and the pump calculated a bolus request of 66.6 units. However, due to the customer's maximum bolus being set at 60 units, the customer received a max bolus notification, and the pump delivered 60 units. Multiple attempts were made by tandem technical support to replay the information; however, the customer was unable to be reached.